Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and installed onto a golden system where the error was triggered indicating fault on the embedded serializer in master base (esmb) printed circuit assembly (pca) and mai wire harness replicating the reported event. The mtm was then install onto a surgeon side console fixture test platform (sftp) where power up was found to be failing on the esmb pca and main wire harness. Once testing was completed, the esmb pca and main wire harness were tested and was verified to be the source of the fault. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. Failure analysis concluded that the esm pca and main wire harness were found to be the root cause of the reported event. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer keep getting a fault pointing to right master tool manipulators (mtm). The technical support engineer (tse) reviewed the logs and found multiple faults for the right mtm. Tse had the customer hard power cycle the console. After that it powered up and faulted again for the right mtm. The procedure was aborted with no patient involvement.